Manufacturer narrative:
(B)(4).

Event description:
The pt got poor effect after surgery. He felt limb weakness and swallowing disorders with mild dementia. It was reported that the products were replaced. Reference mfg report # 3004209178201101957. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.